Event description:
It was reported that after defibrillation therapy was provided, pacing failure and under sensing occurred.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.